Event description:
Report received indicated that patient has redness and itching under entire wafer. No further information was provided. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review for lot 1j03873 was performed. No discrepancies were noted in these batch records related to the complaint reported. The samples were visually inspected and all samples appeared to be in normal condition.